Event description:
The customer reported that the heartstart xl was unable to turn on. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.